Event description:
In room c-arm malfunctioned intraoperatively. Radiology portable c-arm was requested which malfunctioned. Radiology c-arm was troubleshooted and able to function. Surgical case completed. No reported harm.